Event description:
Reportedly, during the procedure the surgeon experienced a problem firing three of the sulus and had to over sew the staple lines. However, two days post operatively, the surgeon noticed that the staple lines were holding and additional surgery was required to reinforce the staple lines with sewing to complete the case. Pt status: no pt injury reported.